Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The balloon had herniated. The physician thought there wasn't enough pressure. The balloon was replaced with a 61-70cmh2o balloon. The patient was ok at the time of surgery. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.